Manufacturer narrative:
The provided logs and configuration files were reviewed by a philips product support engineer. It was reported that the central station did audible alarm but not the bedside monitor therefore, the audit logs of the central station were reviewed. The logs confirm that the patient monitor identified the patient condition correctly and performed as configured, the central station also generated an audible alarm (this was also confirmed by a simulator test). The alarm was announced at 7:27 and was silenced at 7:45 from the central station. The configuration of the bedside monitor was then reviewed. The profiles ¿monitor I¿, ¿monitor nacht¿ and ¿monitor palliat.¿ indicate that the minimum alarm volume a user can select is set to zero. In addition, the profiles ¿monitor nacht¿ and ¿monitor palliat.¿ automatically switch to alarm volume zero when they are selected. Further on, the alarm elevation in case of a red or yellow alarm is set to zero in all configurations. We cannot tell which profile or alarm setting was set at time of incident, but this might have contributed to the user not being able to hear an alarm from the bedside monitor. The technical investigation revealed that that the patient monitor identified the patient condition correctly and performed as configured, the central station also generated an audible alarm (this was also confirmed by a simulator test). The alarm was announced at 7:27 and was silenced at 7:45 from the central station. The physicians were at the bedside at the time of the desaturation and the was no delay in care. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting institution phone # +(B)(6). Reporter phone # (B)(6).

Event description:
It was reported the patient removed their oxygen and desaturated to approximately 82%, generating an alarm at the central station; however, physicians were at the bedside at the time of the desaturation and noted there was no alarm generated on the bedside monitor. Red alarms were simulated in order to test the alarm forwarding function from the monitor to central station and mobile devices, revealing the alarms were successfully forwarded. It was also indicated the monitor volume was set to 'noisy', which can be presumed to be a higher volume setting. There was no actual harm associated with this complaint as the central station generated an alarm to notify staff appropriately.